Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh, kehler strasse 31, rastatt, germany 76437. Exemption # e2018004. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). Further information was requested from the customer but at the time of this report nothing was available. As soon as information is available the investigation will be updated and a follow-up report will be submitted. The biomedical engineer from the clinic changed the green seals at the joints of the table in order to optimize the tightening of the lock.

Event description:
During a procedure the extension element on the head side broke. The patient fell forward but was caught by the clinical staff. The planned intervention was not fully realized. No injury was reported to getinge-maquet. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet gmbh (B)(4). Exemption # e2018004. (B)(4), contact person: (B)(6). The affected product was manufactured I n 2008. The following malfunction was reported: the attached head plate went down during surgical intervention. The head plate is locked at the table interface via two toothed discs which are preloaded via rubber buffers. The customer decided to let the product be repaired by a third party technician. All toothed discs and rubber buffers have been replaced. The described issue could be caused by worn out tooth discs and /or rubber buffers , or the connection was not secured properly by the user, or the connection was loosened unnoticed during the procedure, or the connection gave way due to overload, or an unfortunate combination of the described situations. In the instructions for use (IFU) it is stated that getinge-maquet products may be used only when fully functional. Further it is stated that devices have to be checked/ inspected for functional and mechanical integrity before utilization. Besides it was stated in the IFU that in order to ensure the operational safety of the product, an inspection must be carried out annually in accordance with the generally recognized rules of technology. The inspection includes technical safety checks as well as any lubrication of the product. The inspection is to carried out by specialized personnel who, on account of their education, knowledge and experience gained from practical activities, are capable of correctly executing the technical safety checks. N inspection was requested from or performed by getinge technicians since commissioning. Additionally the allowed loads for this product are provided in the IFU as well as a detailed description on how to secure the connection. Getinge-maquet provides the failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference# (B)(4).